Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead. During a routine device replacement procedure, the ra lead was capped and a new ra lead was implanted to resolve the event. The patient was stable.